Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm emerge¿ catheter balloon was selected for use and advanced to dilate the lesion. Upon an unknown number of inflation, the balloon ruptured at 10 atmospheres. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).